Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced alert 38 (motor stall) and noticed their ilet delivered only 9% of the insulin for a meal announcement. The agent guided the user through a restart, removal of supplies, and a dry run, which reached (B)(4) units without error. The user then performed a full supply change using all new supplies. Insulin delivery resumed successfully. The user¿s blood glucose was 317 mg/dl at the time of the call and trending down to 251 mg/dl after correction. No external assistance or medical intervention occurred.